Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized for peritonitis. It was reported that the patient was hospitalized for treatment (unspecified). At the time of this report, the patient is recovering from peritonitis. Action taken with pd therapy was not reported. The patient refused to provide additional information.